Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had been emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/24/2014 with the following results: a review of the black box showed dates from (B)(6) 2014 with no information found relating to the complaint on the date of (B)(6) 2014. The pump was able to power on and prime normally during testing. The pump was exercised with no alarms. The cover was opened, and no internal defect relating to the complaint was found. Unrelated to the complaint, the battery compartment was found to be cracked. Moisture corrosion was found in the compartment and the pump failed a leak test due to the crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).